Event description:
Reported intermittent noise, drops in impedance as low as less than 150 ohms, and variable threshold on the atrial channel on home monitoring. Testing in office revealed varied impedance (500 to 214 ohms) and threshold (1.0 v to 1.8 v at 0.4 ms). Noise was not reproducible with postural testing. Lead to be monitored and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.